Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer states he can't align plunger holder with the cartridge. A small gap is between the plunger holder and the cartridge. Customer stated that the defect plunger caused less insulin to be delivered which resulted in him having higher blood sugar levels. No adverse event alleged. A request was made for the return of the device.